Event description:
The device was returned to the service ctr with no information available. However, during verification testing at the service ctr it was noted that the device door roller and door roller pin were missing.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.